Event description:
It was reported that the defib lead impedance were out of range. There was a concern about the possibility of the patient receiving inappropriate shocks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.